Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensing due to noise on right ventricular (rv) channel which appeared to be air bubbles. Boston scientific technical services (ts) discussed that these were usual presentation of air bubbles and would resolved over 24-48 hours. Intrinsic conduction was noted, so no pacing inhibition was present. The device remains in service. No adverse patient effects were reported.